Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with inlet tubing. Visual inspection of the sample noted the three- way catheter balloon was inflated with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks observed. The balloon rested for 30 minutes without leaks and with the syringe attached the balloon passively deflated in (2 min 21 sec) without issue or cuffing. A device history record review was not required as the investigation was unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that water leaked from the foley catheter during pretest. It was mentioned that there was no balloon rupture or tear. It was also mentioned that water leaked was unknown because the event was a catheter falling out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the foley catheter during pretest. It was mentioned that there was no balloon rupture or tear. It was also mentioned that water leaked was unknown because the event was a catheter falling out.